Event description:
Boston scientific received information that this device had migrated and was confirmed that it perforated in the skin. There were no additional adverse effects reported. The device remains in service. The patient will undergo further intervention to resolve issue. Additional information received confirmed that this device was explanted due to infection and that a new non-bsc device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.